Event description:
The device was being used to access the left subclavian artery for evar procedure using cook zenith products. Ibd (zenith iliac branched device) required passing wire guides and smaller sheaths through the complaint device. When the physician punctured the side to gain access for the wire guides and smaller sheaths, the hemostatic valve was damaged. This damage altered the valve function and increased blood reflux. The physician was not able to pass the guide wires or introducers (sheaths) into the device. The lumen of the complaint device appeared occluded which resulted in multiple sheath changes and prolonged procedure time. No part of the device remained inside the patient. No add'l procedures required. No adverse effects to the patient.

Manufacturer narrative:
Prolonged surgery is not labeled in the IFU. Leaks are not labeled in the IFU. The complaint device was returned in a used and damaged condition: there is an irregular, s-shaped tear/puncture in the silicone disk near the check-flo cap edge. Returned device was flushed due to large amount of blood still in sheath. Several blood clots were removed. In-process inspection for large check-flo introducer, requires 100% air leak test, plus one of the following: final inspection for large check-flo introducer set, requires 100% inspection as follows: "confirm correct check-flo assembly and that all glue joints are secure. Disc must be correctly positioned in check-flo cap. Disc must be clean and free of tears." Or in-process and final inspection for check-flo introducer, requires 100% inspection as follows: "confirm correct proximal check-flo assembly. Disc must be correctly positioned in check-flo cap. Assembly must be clean and free of debris." Irregular s-shaped tear/puncture is evidence of the dilator (or wireguide during exchange) piercing the silicone disk off center and not through the pre-slit area resulting in leakage. We have notified the appropriate internal personnel of this failure mode for this product family and are continuing to monitor for similar complaints. Risk analysis was performed by quality engineering with the result that the risk for this failure mode and product family remains acceptable.